Event description:
It was reported that after the lead was connected to the device, there was a long pause. While the rv apex was paced and captured, the device did not sense any signals with the vvi mode and operated like voo mode. The generator was not used. The lead was connected to a new generator which worked properly after the same testing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).